Event description:
It was reported that the lead was dislodged. The device was reprogrammed to inactivate the lead. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565 lead (B)(6) 2011. (B)(4).